Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) requires replacement of safety disk and manifold.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site telephone: (B)(6).

Manufacturer narrative:
Updated fields: b4, b5,b6,b7, d8, d9,d10,e2,e3,e4,e1(initial reporter, event site email)g2, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code,health effect ¿ clinical code,health effect ¿ impact codes), h11. The getinge field service engineer (fse) replaced the drive manifold (d104-00-0031). Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failing the drive manifold test there was no patient involved and fault was discovered during pm.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, investigation findings).